Manufacturer narrative:
The lead bores were visually inspected and foreign material was seen on the atrial ring spring. The foreign material was found to be parylene. It is believed that the foreign material caused the atrial output anomaly reported from the field.

Event description:
It was reported that during elective device replacement, there was no atrial output on the new device. The device was replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
UDI (di): (B)(4).